Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the long bipolar grasper instrument on universal surgical manipulator (usm) 1 moved automatically with no command. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed no error in the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the long bipolar grasper instrument was inspected prior to use with no issue. There was no external collision. There was no patient injury. The issue occurred only one time. The instrument will not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse confirmed no error in the logs. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Video review: isi received a video clip related to the alleged complaint. A review of the video clip was conducted by clinical development engineer (cde). The following additional information was provided: from reviewing the video, it was unable to identify any instance of unintuitive motion with the long bipolar instrument on universal surgical manipulator (usm) 1. Moreover, without a video of the surgeon console hand controls, the occurrence/existence of unintuitive motion cannot be confirmed.